Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia - left (l-idvt) procedure with a vizigo sheath and the hemostatic valve fell off. The sheath was replaced and the procedure continued. No patient consequence was reported. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 13-jan-2025 observed no hemostatic valve. Also, the brim cap and side port tube were detached from the device. The bwi product analysis lab became aware of the additional findings of the brim cap and side port tube detached on 13-jan-2025 and have also assessed these returned conditions as reportable. The device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation of the returned device was performed following j&j medtech procedures. Visual analysis of the returned sample revealed no hemostatic valve. Also, the brim cap and side port tube were detached from the device. For this condition, a supplier manufacturing investigation was requested and it was determined that this complaint was not related to the manufacturing process since glue was noticed on the hub section and other components were not returned for further investigation. A device history record was performed for the finished device batch number, and no internal actions were identified. Since it was determined that the brim cap was previously correctly placed to the sheath, the detachment of the cap could have caused the hemostatic valve to fall off during the procedure; therefore, the customer complaint was confirmed. The potential cause of the brim cap, hemostatic valve, and side port detachment could be related to the handling of the device during the procedure; however, this can not be conclusively determined. The side port failure was not related to the reported event. The instructions for use (IFU) contain the following information: use best practices for inserting or retracting any device at the hemostatic valve. Slowly remove or insert the dilator or other devices. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: fracture problem (c070603) / investigation conclusions: cause not established (d15) / component code: luer valve (g0413502) were selected as related to the biosense webster inc. Analysis finding of the ¿side port tube was detached from the device¿. Investigation findings: fracture problem (c070603) / investigation conclusions: cause not established (d15) / component code: cap (g04020) were selected as related to the customer¿s reported ¿hemostatic valve fell off¿ issue. In addition, biosense webster inc. Analysis finding of the ¿brim cap detached from the device¿. . If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 05-nov-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia - left (l-idvt) procedure with a vizigo sheath and the hemostatic valve fell off. The sheath was replaced and the procedure continued. No patient consequence was reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.